Event description:
It was reported that the alert triggered for high impedance. It was also reported that there was increased threshold. Reprogramming was done. The lead remains in use. No patient complications have been reported as result of this event.

Event description:
It was reported that the alert triggered for high impedance. It was also reported that there was increased threshold. Reprogramming was done. It was further reported that there was a baseline shift in impedance over a few months, and a threshold increase to 3.75 volts. Physiologic high impedance was also noted. The lead remains in use. No patient complications have been reported as result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.